Event description:
Complainant alleged that while the medics were attempting to defibrillate a pt (age unk), using multi-function electrodes with the device. The device displayed an "open air discharge" message on the device screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.